Event description:
It was reported that on 03-oct-2022 the patient consulted after sustaining a direct blow to the reconstructed left breast. This injury led to dehiscence and partial exposure of the tissue expander. A decision was made to deflate the expander and resuture the area. Two weeks later, signs of infection developed, and the patient was treated with antibiotics. However, the condition did not improve, and on (B)(6) 2022, an explantation surgery was performed. No replacement device, including a flora tissue expander or implant, was placed following the explantation.

Manufacturer narrative:
The specific patient demographics such as age, weigh, ethnicity, etc has not been provided by the reporter. To date, motiva flora tissue expander has not received, therefore an analysis of the device could not be completed. Additional attempts to get more information are ongoing and the investigation is in process. Infection is a know risk of implantation with tissue expanders and it is documented in the motiva flora tissue expander directions for use (doc-037, revision 6),as follows: "risk of a periprosthetic infection may be increased as result of an active infection. Do not expose the tissue expander or injection needles to contaminants, which increase the risk of infection. Patients who present wound dehiscence, tissue erosion, ischemia or necrosis have an increased risk of periprosthetic infection. During surgery, protective measures must be taken to avoid possible infection of the area. Infections can compromise the expansion process, therefore, any symptoms that occur, such as tenderness, fluid accumulation, pain or fever, must be reported to the surgeon as soon as possible to be aggressively treated and thus avoid serious complications. Premature tissue expander removal may be required if the infection does not respond to treatment, or in the case of a necrotizing infection". In addition, a review of the device history record was conducted, and it was concluded that there were no deviations in the manufacturing process of this device that would have caused or contributed to this incident. If and when the tissue expander is received and the analysis of the device has been completed the applicable findings will be included in a supplemental medwatch.